Event description:
It was reported the implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and right ventricular (rv) lead were explanted due to infection and sepsis. The patient was given antibiotics. No additional adverse patient effects were reported.